Event description:
It was reported that during a regular clinic visit the right ventricular (rv) lead showed an increased threshold due to a suboptimal location. The rv lead was repositioned and remains in use. The procedure was reported as uncomplicated and no patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.